Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was wearing an insulin pump at the time of passing. The caller indicated that the customer passed at home, and it is not known the blood glucose level at the time of the event. The customer passed away on (B)(6) 2021. The system worn at the time of event pump material number: mmt-1780kpk pump serial number: (B)(4) infusion set material unknown, reservoir material unknown. No information was provided on treatment or symptoms. The caller indicated that the customer passed away from pancreatic cancer.